Manufacturer narrative:
(B)(4).

Event description:
The customer reported a drip of diluent involving the coulter act diff analyzer. The customer indicated that a small drop of diluent leaked only when the instrument is powered on in the morning. Startup passed and quality controls were within specifications. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and there was no report of injury or exposure. The customer technical support (cts) instructed the customer to replace the probe wipe block and startup passed all specifications. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) observed intermittent drip of fluid from the probe and replaced pinch valve lv10 which controls delivery of probe rinse diluent. The fse also replaced the blue in-line water filters connected to lv10 and the drip of fluid was no longer observed. Auxiliary service was also performed on the instrument to check voltages and vacuum readings, adjust hemoglobin lamp gain, isolate erratically low vacuum drift to the low vacuum regulator and replaced low vacuum regulator and hydrophobic filter. Repairs were verified and results met published specifications. Failure mode is attributed to pinch valve lv10 and/or the blue in-line water filters connected to lv10.